Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was returned to service and repair because the user indicated that the battery pack and the main part of the device would not fit together properly. No injury has been reported.

Manufacturer narrative:
Conclusion: a finetuner echo was sent to service repair because of malfunctioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed failure. No injury was reported. This is a final report.

Event description:
A finetuner echo was returned to service and repair because the user indicated that the battery pack and the main part of the device would not fit together properly.